Event description:
Note: this manufacturer report pertains to the third of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2010-04946 for a description of the first device, and 3005099803-2010-04949 for a description of the second device. It was reported to boston scientific corporation on (B)(6), 2010 that a segura hemisphere stone retrieval basket was used in an unknown procedure (patient ID, age, gender, and weight are unknown). According to the complainant, the retrieval basket "failed" during the procedure. The nature of the malfunction, patient, and procedure specifics are reported to be unknown. The procedure was completed with a gemini paired wire helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.